Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it was reported to have been discarded. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. Based on the information received the cause of the event cannot be conclusively determined; however, patient factors and surgical technique likely contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. If additional information is received a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned a 25mm aortic valve was explanted at implant. The reason for explant is due to size and partial coronary artery obstruction due to patient anatomy which was noted intraoperatively. The explanted device was replaced with a 23mm aortic pericardial valve. After implant the patients right ventricle was stunned possibly from air down the right coronary. The patient was given additional pressors and iabp was positioned into the descending thoracic aorta. The patient was noted to have tolerated the procedure well and was in stable condition.